Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle broke.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 30 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Received (B)(4) closed samples. The needles of the closed samples received were tested for bending strength and the results fulfills the OEM specifications. As indicated in the instructions for use: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.